Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner dissociated from cup 5 weeks post-op. Patient felt a pop and then pressure in groin. An x-ray was taken and showed liner was out of the cup. During primary procedure, surgeon checked the liner intraop and confirmed it was locked and properly seated. During revision procedure (a few days after the pop felt by the patient) the screw was checked and found to be fully countersunk and could not have affected the seating of the liner. The liner was removed and noted that it was misshaped and ards were damaged. The screw, cup and head were also removed and new implants were implanted.